Manufacturer narrative:
Evaluation summary- based upon the inquiry information received visual and functional examination: the unit was found to have a missing spade assembly, there is no repair process for this device. The device was replaced for the customer.

Event description:
It was reported that the hand held holster is not activiating to complete the biopsy due to error codes. There have been no patient consequences reported.